Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced check valve malfunction. The following information was provided by the initial reporter: failed back check valve: monoferric iron infusion from secondary bag noted in the primary bag (coloured drug in the .secondary bag, it was easy to note it made its way into the primary). No harm reported.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported, that there was a failed back check valve. Monoferric iron infusion from secondary bag noted, in the primary bag. The customer complaint could not be verified, due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007, because a lot number is unknown. Due to no sample being received, an investigation could not be performed. And a root cause could not be determined.

Event description:
It was reported, that the bd alaris pump module smartsite infusion set, experienced check valve malfunction. The following information was provided by the initial reporter: failed back check valve. Monoferric iron infusion from secondary bag noted, in the primary bag (coloured drug in the secondary bag, it was easy to note. It made its way into the primary). No harm reported.